Event description:
It was reported that the patient experienced low blood glucose after coffee intake led to elevated glucose above 180 mg/dl, the ilet delivered correction insulin, and the patient subsequently announced a meal without consuming food, after which glucose declined to 60 mg/dl; the patient then ingested cookies and glucose rose to 108 mg/dl. Symptoms included hypoglycemia. Outcomes included transient low glucose resolved with oral carbohydrate and self-management, with no hospitalization. Investigation included troubleshooting and education regarding meal announcements and appropriate carbohydrate intake. Investigation of this case revealed user-related contributing factors, specifically an incorrect meal announcement without food consumption that led to insulin delivery not matched by intake. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal handling and announcement.